Event description:
It was reported that the patient experienced urethral erosion with the ams ambicor penile prosthesis (app). The app was removed and replaced with a spectra concealable penile prosthesis. No further complications were reported in relation to this event.